Event description:
This pt had a laparoscopic supracervical hysterectomy which entailed using this surgiwrap to provide coverage of the surgical areas of her abdomen. Fifteen days later the pt was brought back to the or due to pelvic pain and a pelvic abscess. The physician's findings noted that the surgiwrap was basically "balled up" within the pelvic area with purulent material surrounding it.